Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Event description:
It was reported that during an irrigation and debridement procedure on (B)(6) 2021, the physician noticed infection at the ipg site. Reportedly, there was erosion at the ipg site. Surgical intervention was undertaken wherein the ipg was explanted and replaced. The infection has resolved.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.